Event description:
It was reported that the device was at elective replacement indicator (eri) in less than four years. The patient stated that the device did not last as long as it should have. The patient further reported that having the device has taken away their quality of life and they don¿t have any interest in things anymore. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).